Manufacturer narrative:
Updated fields: b4, e1 (contact person e-mail address, contact person phone number), e2, e3, g2, g3, g6, h2, h6 (type of investigation, component codes, health effect ¿ impact codes). Corrected fields: b5, h6 (medical device ¿ problem code).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the luer fitting as a precaution. Multiple leak tests and safety disk leak tests were performed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety leak test. There was no patient involvement, and no adverse event reported.